Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient molars didn't match and and half of the front teeth are curved. Additionally, mobility, periodontal and jaw discomfort was noted.